Event description:
A resident physician reported a pt who experienced an overcorrection by two diopters following intraocular lens (iol) implant surgery. In a follow-up, the resident physician reported the event continues and not expected to resolve. The physician indicated the pt has a history of mild macular degeneration. It was also reported that the lens is in the capsular bag without posterior capsule opacification observed. There was no surgical intervention performed to treat the event.

Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional info was requested on 07/29/2011 by fax and mail. A completed questionnaire was received on 07/25/2011. (B)(4).